Manufacturer narrative:
Following return and completion of laboratory analysis this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this right atrial lead, the physician reported several dislodgements and poor sensing. The lead was repositioned several times and ultimately exhibited a non functional helix. The lead was then removed and replaced with another lead of same model type. No resulting adverse patient effects and the lead is intended to returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was noted in a retracted position upon return, however failed to function as designed due to dried blood in and around the helix housing, indicative of an attempted implant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any product abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.